Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument wire was sticking out and seen on the monitor. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, could likely cause or contribute to an adverse event if the failure mode were to recur.